Manufacturer narrative:
(B)(4).

Event description:
The patient's stimulation was set too high and she was unable to adjust it back down. Additional information was requested, a follow-up report will be sent if additional information becomes available.